Event description:
The customer stated discrepant results were generated on the axsym toxo igm assay. In (B) (6) 2009, a patient generated a nonreactive toxo igm index value of 0.43 but was reactive in (B) (6) 2009 with an index value of 0.65. The sample from july was retested with a reactive index value of 0.758. The patient tested positive for toxo igg in (B) (6) and (B) (6). Toxo igg avidity was weak (method not stated). No impact to patient management was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event. No customer letter required.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.